Event description:
Allegations of health problems including but not limited to multiple surgery, joint pain, bone pain, breast pain, dizziness, aches pain, memory loss, asthma and bronchitis, muscle weakness, paresthesias, dysethesias, carpal tunnel syndrome, reflux esophagitis, trouble swallowing, insomnia, easy bruisabilty, bowel irritability, night sweats; diagnosed with atypical connective tissue disease and pulmonary function abnormalities consistent with asthma and neuropsychiatric symptoms. Alleged linear tear and rupture.